Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported premature deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the biliary duct. While attempting to position a 10x60mm absolute pro stent delivery system during a percutaneous transhepatic biliary drainage procedure it was noticed that the stent deployed on its' own and it was in a kinked position. The proximal end of the stent was outside the target lesion. An additional 10x100mm absolute stent was used to fully oppose the stent and to vascularize the segment. There was no clinically significant delay in the procedure. No additional information was provided.